Manufacturer narrative:
This device was not evaluated by invacare. Based on the information received there was no malfunction/deficiency with the device. Based on the information provided, the event was a result of use error. Should additional information become available, a supplemental record will be filed.

Event description:
The end-user was using a tdxsp2v power chair, and he somehow pinned his left leg in a doorway. He panicked, turned the joystick to the right, which pinned his right foot. This resulted in a break in each foot.